Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a g5 mobile application interruption due to ios upgrade. Patient resolved the issue by closing the g5 applications and re-opening it. No additional patient or event information is available.